Event description:
It was reported that the batteries of the system 9400 were disconnected and the system was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service rep to evaluate the system. The service call was cancelled. The batteries were reportedly installed by the customer. An additional report will be generated and submitted if further info becomes available.